Event description:
A pt reported experiencing inaccurate high results with a one touch basic meter. The pt's blood glucose results were 127, 109, 85 mg/dl and 128, 93mg/dl. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.